Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd¿ 50ml slip-tip syringes had visible foreign matter inside their barrels. The following information was provided by the initial reporter: "catheter tip syringe with visible matter on the inside of the barrel. Lot number is not known due to the syringes not being lot tracked... This syringe never had product in the syringe."

Event description:
It was reported that 2 unspecified bd¿ 50ml slip-tip syringes had visible foreign matter inside their barrels. The following information was provided by the initial reporter: "catheter tip syringe with visible matter on the inside of the barrel. Lot number is not known due to the syringes not being lot tracked... This syringe never had product in the syringe. "

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-apr-2022. Investigation summary: it was reported the syringe has visible matter on the inside of the barrel. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed and the sample has embedded degraded resin 1.5 inches from the bottom of the syringe barrel. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. As the lot provided is 'unknown,' a device history record review could not be completed. To mitigate the risk of these escapes, the frequency of inspections were increased. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.